Manufacturer narrative:
The device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device displayed a charge circuit timeout alert when interrogated after triggering elective replacement (eri) about seven months prior; the device was now at end of service (eos). There was also an alert for long charge time and an observation indicating the charge circuit was inactive. The device was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary : analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the excessive charge times and charge time out were the result of increased battery resistance induced by the confirmed lithium severing. If information is provided in the future, a supplemental report will be issued.